Manufacturer narrative:
A medwatch 3500a form was not received from the reporter or user facility. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the missing information were made. (B)(4). The device is a single use accessory component used in a handpiece intended for the incision and removal of soft and hard tissue or bone in general otorhinolaryngology, head and neck and otoneurological surgery. The instructions for use state that if a bur fracture should occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a sinus procedure. During the procedure, the distal end of the bur broke in the frontal sinus. Reportedly, "no patient injury occurred". No further details were provided with regard to any broken fragments.